Event description:
This lv lead was explanted due to impedance out of range since (B)(6) 2023 ( >3000 ohm), no pacing threshold available. Some variations in impedance with values between < 250 ohm and > 3000 ohm were also observed. No adverse patient events were reported. Should additional information be received, this file will be update.